Manufacturer narrative:
The product remains implanted; therefore, no product was returned. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 5 years and 9 months post implant of this 23mm bioprosthetic aortic valve, it was replaced valve-in-valve with a 26mm transcatheter valve. The reasons for replacement were reported as high gradients and moderate regurgitation. No additional adverse patient effects were reported.